Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient's lead had migrated 'a second time.' The reporter stated that the patient was taking some time to decide if he wanted a surgical lead, to try a different therapy, or to do nothing. Three weeks later, it was reported that the patient had seen his doctor because he said that his stimulation had changed. The doctor x-rayed the lead and it 'had moved again.' Reprogramming was attempted to regain good stimulation but was unsuccessful. It was reported that the doctor suggested that the patient get a surgical lead implanted, and the patient was thinking about it. A follow-up report will be made if additional information becomes available.